Manufacturer narrative:
The returned instrument was received enclosed in its protective sleeve within the tyvek pouch, which displayed the lot information. Upon visual inspection, no apparent abnormalities were observed. Electrical resistance testing indicated that all contacts functioned correctly, confirming that the product operated as intended. The customer¿s complaint could not be replicated and is therefore not confirmed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned instrument met specifications for tests performed in relation to the reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, prior to pars plana vitrectomy surgery, an ophthalmic probe was unable to perform electrocoagulation normally. The procedure was completed on the same day using a replacement product. There was no patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).